Event description:
Same case as MFR's report # 6000118-20005-00061. "Pt admitted with chest pain and small troponin elevation. Had cardiac catheterization. Stent could not be inserted due to plaque. Rotational atherectomy was planned followed by stenting. The rotablator stuck and tip and wire broke off. The vessel was occluded and pt developed chest pain. Emergent CABG performed. Intra aortic balloon pump placed in the cath lab. Pt discharged in stable condition following the surgery." The pt experienced symptoms of chest pain during this event, however, the blood pressure remained stable. The pt's chest pain was treated with morphine and an intra aortic balloon pump was inserted. The lesion being treated was calcified and 95% stenotic. The physician used a standard 5f introducer sheath for vascular access. The rotablator device was run at 170 rpms to start, then at 130,000 rpms. The fractured portion of the device was not removed during CABG surgery which consisted of a saphenous vein graft from the left interior mammary artery to the left anterior descending coronary artery. The pt's current status remains stable.